Event description:
It was reported that it was a cardiomems procedure. When the cardiomems was being advanced over the hi-torque command 18 guidewire thru the right ventricle, the patient's heart rate dropped to ~25 beats per minute (bpm). It was suggested that the guidewire and/or delivery catheter perturbed the patient's right bundle branch and heart block occurred. Isuprel was given to increase heart rate but did not work. Cardiomems was advanced into the pulmonary artery and deployed successfully. An electrophysiologist came into the room and a temporary pacing wire was placed into the right ventricle, patient was then being paced at 70 bpm. Rather than re-floating the swan into the pulmonary artery past the pacing wire, cardiomems was successfully calibrated to the initial right heart cardiac (rhc) pressures from the pulmonary artery. Patient is stable and was sent to the intensive care unit over the weekend for monitoring due to the heart block instead of being outpatient and ended up receiving a permanent pacemaker. The patient was discharged from the hospital on (B)(6) 2022. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of bradycardia is listed in the hi-torque command 18 guide wire for pta instructions for use as a potential adverse event associated with use of this device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.